Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco 5052 washer. The technician found that the cold-water gauge and needle located in the washer was broken. Upon further inspection, the technician saw that the copper coil within the gauge had burst, creating the reported leak. The root cause of the reported event can be attributed to the facility's incoming water pressure. The water pressure became too high, exceeding the washer's cold-water gauge limits causing it to break and burst the copper coil within the gauge. The technician confirmed that the facility does have a water pressure regulator, however it wasn't working properly causing an unexpected spike in pressure and the reported event to occur. The technician repaired the copper coil, ran a test cycle, and found the unit to be operating according to specification. The unit was returned to service. The facility informed the technician that their water pressure regulator was inspected, and the proper repairs were made. No additional issues have been reported.

Event description:
The user facility reported their amsco 5052 washer had been leaking water over the weekend. No injuries, procedure delays or cancellations were reported.